Event description:
The user reported metal particles were being discharged from the oxygen outlet of the air-shields resuscitation module. There was no pt involved. The air shields resuscitation module is an accessory that mounts on the post of the infant intensive care system family of radiant warmers. The module provides the "plumbing" to channel air, oxygen, and vacuum from the gas source.